Manufacturer narrative:
Device eval: the returned device matched the report, and the event was confirmed. The review of the risk assessment for the failure mode and level 1 root cause indicated the issue was within tolerance, therefore no corrective actions were deemed necessary at this time. No deviations in material and manufacturing were found. The devices were documented as faultless prior to distribution and as they had been in use for a longer time (since 2004/2005) we pre-suppose that they had fulfilled their tasks in former surgeries as intended without problems reported. Thus, we exclude deviations in material and manufacturing. Appearance of damage suggests that the devices e.g., had been fallen to the ground or hit hard (metal) objects forcefully. The deep dents and significantly deformed/beaded edges may have been caused by rough handling. Such kind of damage does not occur whilst using the instruments as intended. Appearance and extent of damage indicate that the returned awls had either been used deviated from surgical technique or had been damaged during sterilization process. Thus, eval revealed evidence, that the event is not linked to a deficiency of the devices but is rather related to improper handling by the user.

Event description:
The nurse reported to our sales rep that she was observing a surgery, during this it was observed that both devices (awl, curved) are pitted/jagged. Moreover she reported that it was not possible to insert the strike plate into the nail handle. There was no delay. A replacement was always available and a surgery was successfully completed.